Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow-up with the customer, the customer reported that their transformer fell apart at the seam. They stated that there were no injuries as a result of the issue. The original product was received by medela on (B)(4) 2013; however, an evaluation was not completed at the time of this report. Should additional information become available resulting in new, changed or corrected information, a follow-up report will be filed at that time. Though the product has not been evaluated. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.

Event description:
The customer reported that the screws came loose on their pump in style transformer, and now the housing has come apart exposing the underlying electronics.